Event description:
Customer reported that the insulin pump has a missing piece where the reservoir screws on. Customer did not now how the damage occurred. Blood glucose value is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Device received with no missing segments or partial display. Device received with broken reservoir tube lip, missing o-ring reservoir tube, cracked case at display window corners, case at reservoir tube window corners and battery tube threads and minor scratches on lcd window.